Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open after a spin. Rebooting resolved the issue. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, delayed/failure for gantry to open complaint confirmed. Replaced pendant issue resolved. Customer also stated that the system would not home. Complaint confirmed. Troubleshooting revealed that shipping block was inside x-stage cover preventing the system from homing. Block removed system docked properly. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All keys/ functions operated correctly when actuated. No functional problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.